Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 receiving m2a magnum hip system. Subsequently, revision procedure was performed on (B)(6) 2012 for unknown reasons. No further information or medical records have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported. Corrected data: remains implanted. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01777).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: it was previously reported in follow up 1 that the cup remains implanted. New information reports the cup was removed and the event date has been corrected with this report. It was previously reported in follow up 1 that the cup remains implanted. New information shows the cup was removed and the correct explant date has been added to this report.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 receiving m2a magnum hip system. Subsequently, revision procedure was performed on (B)(6) 2012 for unknown reasons. Additional information received from patient's legal counsel reports the left hip revision was performed on (B)(6) 2013 not (B)(6) 2012 as previously reported due to patient allegations of pain, swelling, inflammation, damage to surrounding bone, lack of mobility pain, dysfunction, loss of range of motion, and elevated metal ion levels. Lawsuit further alleges the presence of a hypertrophic pseudocapsule during the revision procedure. Review of the revision invoice confirms the revision date and indicates that the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2013 reports patient was revised due to pain, increased offset and leg lengthening. Revision op report notes the presence of hypertrophic pseudocapsule, the acetabular cup showed prominence of the rim and bone welds were observed upon removal of the cup. The head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.